Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient had their implant replaced. Patient provided answers to the questions in their patient letter. In response to the question of cause of sudden return of symptoms and stimulation being turned off they stated they did not remember exactly what had been reported previously, but they had the device for four years and life was terrible with accidents all the time, so their doctor decided to put in a new battery. Patient stated they were still recovering, but so far things were ok.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were experiencing sudden anal incontinence, like never before, like it was before implant. It was noted that the change in therapy was not related to positional movement. The patient noted checking the implant with their programmer last week. Syncing with the programmer showed stimulation was off. The patient turned stimulation on and was redirected to their healthcare provider to schedule an appointment with their representative. No further complications were reported.